Event description:
Literature: sivakumar g, yap y, tsegaye m, vloeberghs m. Intrathecal baclofen therapy for spasticity of cerebral origin - does the position of the intrathecal catheter matter? Childs nerv syst. Aug 2010;26(8):1097-1102. Summary: the authors reviewed the correlation between the position of the intrathecal baclofen therapy catheter with the clinical outcome and response to the spasticity. A prospective cohort study was done by reviewing the paediatric group of pts with spasticity of cerebral origin who had insertion of a programmable baclofen pump for intrathecal administration in the last 10 years ((B)(6) 1998 to (B)(6) 2007). A total of 190 procedures were carried out in 166 pts, under a single paediatric neurosurgeon, with an age range of 18 months-16 years (mean 8.75 years) with follow up of 1-10 years (mean 5 years). The maintenance intrathecal baclofen dose was 25 mcg to 1,000 mcg (mean 255.8 mcg) based on the clinical response to spasticity. Data was available for a total of 108 pts for review, the positions of the intrathecal catheter tip were divided into four groups-cervical, thoracic, lumbar and sacral for the purpose of analysis. The authors report that there was no statistically significant correlation between the position of the intrathecal catheter and the clinical response to the spasticity. Reportable events: the complications and adverse events encountered in this study (166 pts) included catheter migration in 14, catheter disconnection and fracture 5, infection 4, psychosis 1, side effects on dose increment 1, death unrelated to intrathecal baclofen 5 and implant removal 6. The complications were unrelated to the intrathecal catheter position.

Manufacturer narrative:
(B)(4).